Event description:
It was reported that at the user facility cutting blades broke while in use with the device. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility cutting blades broke while in use with the device. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event of breaking blades was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, seized bearings and failed e-box were found, which can lead to the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.